Manufacturer narrative:
Batch review performed on 08-mar-2022. Lot 2024025: (B)(4) items manufactured and released on 12-feb-2021. Expiration date: 2026-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional components involved: must mini 03.75.001 must mini polyaxial screw 3.5 x 12 full thread + nut (k171369) lot 2022688: (B)(4) items manufactured and released on 01-dec-2020. Expiration date: 2025-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Must mini 03.75.001 must mini polyaxial screw 3.5 x 12 full thread + nut (k171369) lot 2022689: (B)(4) items manufactured and released on 01-dec-2020. Expiration date: 2025-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Must mini 03.75.600 must mini rod ti ø3.5 x 80mm (sterile) (k171369) lot 2120405: (B)(4) items manufactured and released on 01-jun-2021. Expiration date: 2026-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Must mini 03.75.600 must mini rod ti ø3.5 x 80mm (sterile) (k171369) lot 2122213: (B)(4) items manufactured and released on 05-jul-2021. Expiration date: 2026-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
During a follow-up visit, 1 month after the primary surgery, it was discovered that the implanted right rod was displaced to the cranio-caudal side. During the revision surgery, it was also found that the set screws were loose on the left side as well, so, all the screws and rods were replaced.

Manufacturer narrative:
Devices returned on 15-mar-2022 and analyzed on 17-mar-2022. Visual inspection performed by r&d project manager during the visual inspection of retrieved implants, it was observed that the set screws were still intact with no sign of threading deformation or other signs of damage. Additionally, all the retrieved set-screws were assembled into the polyaxial screw head in a sawbones model and fixed as per the standard procedure for testing with associated instruments.they were fixed under 3nm torque and released as per the reverse procedure. This step was repeated two times in order to investigate a possible failure mode under repeated usage. The test was successfully performed without evidence of implants failure. The screws worked well as per new virgin screws.